Event description:
Complainant alleged that the medics were attempting to pace a 61 year old male patient with an asystole rhythm using their "back-up" defibrillator, but that they rec'd an "ECG leads off" message and a dash line on the device screen. Please reference medwatch report number 1220908-1998-00227 for details concerning previous event with same patient, but a different device. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.